Event description:
Two newly installed avanos cortrak 2 eas monitors displayed a battery failure error message. Upon powering on the cortrak 2 monitor, the display would stay on for a few seconds before displaying the error message that read, ¿battery failure detected. Preparing to shutdown. Please plugin this cortrak* 2 device to prevent future shutdowns. Error code: battery failure imminent.¿ shortly after this error message would display, the device shuts down. Neither monitor was used on a patient at the time of failure. Upon initial biomed inspection, it was observed that the positive and negative terminals of the new ac power adapters that shipped with our new cortrak monitors, were reversed when compared to ac power adapters of our existing/older cortrak 2 monitors purchased in [redacted]-approximately 5 years ago. All hardware (cortrak 2 display, probe and ac power adapter) were delivered in the same packaging. The manufacturer was notified on [redacted] and the failed devices were sent to avanos for further investigation on [redacted]-4 days later. The cortrak 2 was intended to be used to assist in the placement of an enteral feeding tube. The battery failure prevented use.